Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the target lesion with a taxus express2 2.75 x 12 mm drug eluting stent. However, the taxus stent was unable to reach the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. No pt complications or injuries were reported.